Event description:
It was reported that the customer had a cracks far left side of screen and crracks is vertical of the insulin pump. The customer's blood glucose level was 389 mg/dl. The customer says that the cracks may have been due to getting hit while getting in car. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.